Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 2, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 213, 22). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 22 - known inherent risk of device. The actual sample was inspected upon receipt with no anomalies noted. A retention sample from the affected product code/lot number combination was obtained and visually inspected, no anomaly noted. The affected sample and the retention sample were built into a saline circuit and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the samples were observed for any running sound anomalies no sound anomalies were observed during the test. The issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, the pump made a squeaking noise. No known impact or consequences to patient. The product was changed out. The surgery was completed successfully.